Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year old white female patient underwent primary breast augmentation with two 325cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade IV). The breasts are hard and painful. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information indicating that the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. The patient's implants were replaced with the following: (left) 350cc mentor memorygel breast implant catalog: 3543501 lot: 9649203 sn: (B)(6) and (right) 350cc mentor memorygel breast implant catalog: 3543501 lot: 9649203 sn: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On october 5, 2022, mentor received additional information indicating that the patient's capsular contractures were baker grade IV on the left breast and baker grade I on the right breast. This medwatch form is for the right breast prosthesis.